Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer was receiving clinically significant readings when testing his blood sugar. During troubleshooting, it was revealed that the control solution tests did fall in the correct range. The test strips in question will be returned for evaluation.